Event description:
It was reported that the patient had inflammation and increase of volume. The patient needed a second surgery for persistent csf fistula or aseptic meningitis. The female patient was between 30 and 55 years old. Linked to mfg. Report numbers: 3003418325-2017-00023, 3003418325-2017-00026, 3003418325-2017-00027. Patient 2 of 4

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. There was no product received back, and no lot number identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be determined, as there is no way to reliably determine why the reported condition occurred. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.